Event description:
A customer contacted baxter's technical service center and reported feeling too full while on the homechoice (hc) machine during fill 1. Per the initial report, the home patient (hp) did a manual drain and took out 4404ml. Hp was having discomfort through the draining of fluid and it was yellow in color. The hp wanted to stop the manual drain as it is hurting him. The technical service representative (tsr) assisted the hp to stop the dwell and bypass to fill 1 and input 100ml. Hp was still having discomfort in his stomach. Tsr had the hp's son in law end therapy and advised him to use manual bags. Tsr informed him to contact the nurse about the pain he is having. Hp will swap the device. The patient's fill volume was 2300ml. Based on the volumes given this event meets increased intraperitoneal volume (iipv) criteria.

Event description:
During follow up, the nurse stated that the patient died of atheroactic heart disease. The nurse stated that the patient had a bad heart. Furthermore, the nurse stated that peritoneal dialysis (pd) was going very well for the patient. The nurse stated that the patient was not connected to the cycler at the time of death and that the cause of death was unrelated to pd.

Manufacturer narrative:
Evaluation summary: the homechoice was evaluated by the product analysis lab (pal) for the reported difficulty of increased intraperitoneal volume (iipv). The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported difficulties. The iipv was confirmed in the logs and not duplicated during the pal evaluation. The most probable cause was determined to be insufficient drain, false empty detect and use error. Initial drain alarm setting inappropriately programmed. The device will be routed to the service area. The initial medwatch was submitted prior to receiving results of evaluation. Based on the results of evaluation and probable cause this event is no longer reportable.

Manufacturer narrative:
CAPA is currently open for the reportable malfunction of overdelivery / iipv.